Manufacturer narrative:
The handpiece lens was cracked and was analyzed. The handpiece was then replaced, adjusted for correct spot and the laser was then calibrated.

Event description:
The clinician stated that the handpiece lens was cracked. Once the device was tested for hot spots the beam was clipping slightly in the handpiece. The handpiece was replaced and adjusted for correct spot sizes and the laser was calibrated. No patient injured in this complaint.